Event description:
Per event report, when using to monitor invasive blood pressure, the joint at the front end of the product pipe falls off and arterial blood is ejected. Immediately reconnect the joint at the front end of the pipe. After reconnecting, it works normally.